Event description:
It was reported that, during the ureteroscopy procedure a contour ureteral stent was used, the stent became accordioned over the wire making it difficult to place; however, the stent was successfully implanted. No patient complications were reported.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of stent buckled inside the patient.